Manufacturer narrative:
Upon visual inspection of the returned device, a hole was observed on the bottom side of the array near the proximal array end. This was most likely caused by excessive longitudinal retraction force exerted on the array after the procedure, resulting in abrasion of the array against the external sheath distal tip. An indent was found in the sheath where the array got caught and distorted it. As this damage presumably occurred post-ablation, the device ablation profile would not be impacted. This observation will be monitored and trended. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Device history record (DHR) review was unable to be conducted for the radio frequency control unit as the serial numbers were not provided by the complainant.

Event description:
It was reported that following a successful endometrial ablation procedure involving a novasure device, the physician observed a piece of the array fabric was missing from the novasure unit and assumed it to be in the patient cavity. The doctor did not go back in via hysteroscopy to confirm and did not attempt to remove anything. It is not known if device array was inspected prior to use, total ablation time and cavity measurement information was not available. Patient was discharged the same day as the procedure ((B)(6) 2020)